Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked where the patient line connects to the cartridge. The customer's blood glucose (bg) level was over 500 mg/dl. Reportedly, the cartridge was changed, insulin delivery was resumed, and a bolus was delivered to address bg level.